Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 51 mg/dl; cause was unknown. Glucose was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 46-53 mg/dl were recorded by continuous glucose monitor (cgm) from 4:59:45 am to 5:09:46 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 4:59:45 am. On (B)(6) 2020 at 11:41:35 pm, user received an automatic bolus of size .7235 units approximately 5 hours prior to the low bg. On (B)(6) 2020 at 2:56:59 am, user received an automatic bolus of size .7204 units approximately 2 hours prior to the low bg. It is possible the user¿s personal profile settings need adjustment. Blood glucose (bg) values from ¿low¿ (below 40 mg/dl) to 51 mg/dl were recorded by continuous glucose monitor (cgm) from 8:09:45 am to 8:59:46 am on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 8:09:45 am. On (B)(6) 2020, user received an automatic bolus of size 1.19 units approximately 1.5 hours prior to the low bg. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.